Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows; date: (B)(6) 2010, inratio: 1.7, lab: 2.7. Date: (B)(6) 2010, inratio: 1.7, lab: 2.6. Patient's therapeutic range: 2.5 -3.5.